Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the shaft of the catheter was found to be broken. There was no patient consequence. The shaft of the catheter was found to be cracked with inner components (wires) exposed, after having problems maneuvering the catheter inside patient¿s body. The damaged was observed at approximately 10 cm from the distal tip. A st. Jude sheath (non bwi product) was used when this issue occurred. The procedure was continued and completed successfully by exchanging the catheter. On (B)(4), failure analysis lab received the product complaint and found that the shaft was bent and broken at 11.5 cm from the tip of the catheter. Internal parts of the catheter are exposed. Due to this issue and the potential risk to the patient, it was determined for this complaint to be reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool smart touch bi-directional navigation catheter and the shaft of the catheter was found to be broken. There was no patient consequence. The shaft of the catheter was found to be cracked with inner components (wires) exposed, after having problems maneuvering the catheter inside patient¿s body. The damaged was observed at approximately 10 cm from the distal tip. A st. Jude sheath (non bwi product) was used when this issue occurred. The procedure was continued and completed successfully by exchanging the catheter. On january 26, failure analysis lab received the product complaint and found that the shaft was bent and broken at 11.5 cm from the tip of the catheter. Internal parts of the catheter are exposed. Due to this issue and the potential risk to the patient, it was determined for this complaint to be reportable. The bwi failure analysis lab received the device for evaluation. Upon receipt, the device was visually inspected and shaft was bent and broken 11.5 cm from the tip of the catheter. Internal parts of the catheter were exposed. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Per the reported event the shaft damage was found after having trouble maneuvering the catheter inside the patient body. This maneuvering might contribute to the broken shaft failure; however, an internal corrective action was created to address the thermocool smart touch broken shaft issue. Due to the exposed parts, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a fracture on the catheter shaft was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action was created to address the thermocool smart touch broken shaft issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4) 2015. The analysis has begun but is not completed at this time. (B)(4).